Event description:
Information was received that the patient's device has been explanted due to battery depletion. The patient's replacement surgery facility is a no return site therefore the patient's explanted generator has not been received into analysis to date. No additional relevant information has been received to date.

Event description:
It was reported by the patient's father that the patient's vns may not be working at 100% and that some "events" had occurred at school, indicating a possible increase in seizures. It was requested that a company representative attend the patient's appointment. The company representative attended the appointment and the diagnostics were within normal limits. No additional relevant information has been received to date.